Event description:
The customer initially reported that during use, the knife blade did not slide easily within the jaws. Another device was used to complete the procedure without incident. There was no tissue damage, no bleeding and no pt injury. The device was returned for eval and a visual inspection revealed that 0.04¿ of the knife blade was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Add¿l questions in regard to the incident have also been asked. When the device eval is complete and/or add¿l info pertinent to the incident is obtained, a follow-up report will be submitted.